Event description:
It was reported that there was a disconnection between a titanium adapter and a transfer set. This occurred during dwell one of five of peritoneal dialysis therapy. The patient was connected at the time of the event. The technical service representative assisted in ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).